Event description:
It was reported that the device shock is not getting delivered. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty paddle tray kit. Customer resolution and conclusion based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle tray kit. The paddle tray kit was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.